Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a large yellow bag. There were no other components, only tube was returned. There were no traces of residue or biological contamination on the device. There was no damage noted in the construction of the device. The harness was no wrapped with tape paper. Functionally, syringe was used to inject 20cc of air into the cuff for air leakage. The cuff deflated almost immediately. It was difficult to visually determine where the leakage on the cuff occurred. The cuff was submerged under the water and leakage showed immediately. There was a small puncture in the cuff near the proximal end of the cuff, which would result in the reported event. For further analysis the continuity check was performed. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were 3.4 ohms (red), 3.5 ohms (red with clear tube), 3.5 ohms (blue), and 3.6 ohms (blue with clear tube). In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before surgery, emg tube cuff was leaking air. There was no patient involved in the event.